Event description:
Medtronic is investigating the occurrence of open solder joints on the digital signal processor which caused the device to display a service indicator and the device failed to function.